Event description:
Had a very difficult time getting a merge. The drr was less than sufficient as far as quality/being able to merge with our fluoro shots. Our fluoro shots I thought were great, but ultimately had no explanation for not being able to get a merge. We went back adjusted the windowing on the CT. That didn't help. "Deep search" and "auto merge" were attempted several times after moving the drr into what I felt/could make out to be the matching anatomy of the fluoro shots. There was some weird box in the drr that I could not explain either.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluation did not find a system malfunction. Upon investigation, it was found that the CT was out of spec. CT values are expected to use calibrated hounsfield units. It was found that the CT used in this case had incorrect values around the border of the image where there was air. These low intensity voxels were visible in the drr rendering. Even with these voxels, a fluoro-CT merge was able to be completed. Ultimately, the user aborted the robot in this case and there was no reported adverse effect to the patient. The observed overall risk level is low which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.